Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose ranged from 286-287 mg/dl.

Manufacturer narrative:
Device not returned.